Event description:
Alcl case report. Seroma associated primary alcl of the right breast. Patient with personal history of right breast cancer, right mastectomy and immediate reconstruction with latissimus dorsi flap and textured silicone prosthesis (mcghan st-mx410 da 445gr).